Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked the instrument for any leaks but could not duplicate the issue. The fse cleaned and dried the overflow sensor. The customer ran controls and verified instrument operation. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the error 3004 liquid leak detected was unknown.

Event description:
On (B)(6) 2017, the customer reported error 3004 liquid leak detected with their aia-900 analyzer. The customer stated that a wash probe maintenance was completed. The wash probe tips were replaced and this brought up the analyzer. During a calibration, the customer noted there were issues with the rates. The analyzer then displayed the 3004 leak detect errors. The customer reviewed the wash probe maintenance procedure and inspected the analyzer for abnormal fluid deposits. No fluid leak or spray and was found; all tubing appeared to be intact. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), myoglobin (myo), ckmb cardiac marker, hba1c diabetes marker, progesterone (progii), follicle stimulating hormone (fsh), prolactin (prl), alpha fetal protein (afp) and ctnl2 cardiac marker. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.